Event description:
While performing MFR's investigation of returned softclix lancet device, it was noted that the lancet did not retract into the device. No adverse event reported.

Manufacturer narrative:
Corrected manufacturing site.

Event description:
Customer's husband reported an incident of hypoglycemia requiring hospitalization at a time when the customer attempted, was unable to obtain a blood sample using her softclix lancing device. Caller was able to successfully use the device to obtain a blood sample while troubleshooting with manufacturer's product support agent. A request was made for the return of the product, replacement was sent.